Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting diaphragmatic stimulation. The lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected description and coding.